Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the filled reservoirs are empty. Customer is unaware of how the insulin was used so quickly. She does not know where 200 units of insulin went to. Customer blood glucose went down to 53 mg/dl. Customer was instructed to go the emergency room for treatment. Nothing further reported.